Manufacturer narrative:
The product was returned to the MFR autoclaved which caused severe damage to the instrument preventing a thorough and actual evaluation of the device.

Event description:
The device was used during a total abdominal hysterectomy procedure. Reportedly, the staple lines did not form properly. The surgeon applied another device. The hospital has reported that no pt injury occurred.